Manufacturer narrative:
Correction: b5 h10: other devices involved in this event other devices involved in this event: d4: battery/ (B)(4) / model #1650de / exp. Date: 2018-12-31/UDI#: (B)(4). D10: device available for evaluation: no h4: mfg. Date: 2017-12-31 h5: labeled for single use: no h6: device code: FDA 2885; FDA 4015 result code: FDA 3233 conclusion code: FDA 11 d4: battery/ (B)(4)/ model #1650de / exp. Date: 2019-04-30/UDI#: (B)(4). D10: device available for evaluation: no h4: mfg. Date: 2018-04-30 h5: labeled for single use: no h6: device code: FDA 2885; FDA 4015 result code: FDA 3233 conclusion code: FDA 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a loss of power to the controller. The patient was changing the batteries when the loss of power occurred. The patient reported that the controller switched to the second power source which had a battery with two (2) bars of charge. The patient then decided to exchange the battery that was connected to power source two and that is when the alarm was heard. The patient did not get an advisory for low battery but decided to change them anyway. Lubrication procedure was recommended. The battery and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and two (2) batteries were not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2019 at 14:43:40. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 39% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 13 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power and implement corrective actions as required. Additional products: (B)(4), battery h6: FDA method code(s): FDA 4112; FDA 4114 h6: FDA results code(s): FDA 213 h6: FDA conclusion code(s): FDA 67 (B)(4), battery h6: FDA method code(s): FDA 4112; FDA 4114 h6: FDA results code(s): FDA 213 h6: FDA conclusion code(s): FDA 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: battery/ serial #: unknown/ model #: unk-battery/ exp. Date: unknown /UDI #: unknown. Device available for evaluation: no. Mfg. Date: unknown. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a loss of power to the controller. The patient was changing the batteries when the loss of power occurred. The patient reported that the controller switched to the second power source which had a battery with two (2) bars of charge. The patient then decided to exchange the battery that was connected to power source two and that is when the alarm was heard. The patient did not get an advisory to the batteries were low but decided to change them anyway. The batteries were lubricated once again. The battery and controller remain in use. No patient complications have been reported as a result of this event.